Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the anchor did not break but only cheesewired, confirming this complaint. This cheese wiring effect has been typically observed due to excessive tension being placed on the sutures during anchor deployment which is consistent with the observed failure on this complaint anchor. A design change to the distal tip of the anchor is currently in progress to address these failure modes and strengthen the tip of the anchor to help mitigate similar future complaints. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two other complaints for this lot that was released to distribution on june 10, 2013. At this point in time, no further actions are warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair that the scrub tech, when loading the orthocord through the kite, pulled and broke the tip of the anchor about 1/3 of the way down. The anchor was then removed, and another anchor was reloaded. The surgeon completed the procedure with another like device in the prepared bone hole with no patient consequences or delay. The sales representative stated the anchor was not in the patient at the time. The sales representative reported that the scrub tech was loading 4 tails of orthocord into the kite when the tip broke. No further details were available.